Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant product: addr01 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced for an unknown reason. Approximately four years later the lead was explanted post-mortem. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.